Event description:
Enduser advised chair work is intermittently. Enduser could not provide serial number or any further information.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.